Event description:
On (B)(6) 2015 the reporter for the patient contacted lifescan (lfs) (B)(4) alleging a power issue ¿ battery indicator, meter was not holding charge on her onetouch verio iq meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the issue started on ¿(B)(6) 2015¿ at an unspecified time. The patient manages her diabetes with insulin (self-adjuster) and stated that ¿at 1200 hours, on saturday, sunday and monday¿ she injected ¿2 extra units of novorapid¿ as part of her regular diabetes management routine due to the alleged product issue. The reporter for the patient denied she developed any symptoms and no medical intervention was required. At the time of troubleshooting the csr noted that this was not the first time the product was being used, there was no misuse of the product and it was a recurring issue. Csr also noted that based on the information provided the battery did not need to be recharged. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1: the meter involved with this complaint was returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.